Event description:
A nurse reported that a pediatric patient started crying during the last 5-10 minutes of the dwell phase of a continuous chronic peritoneal dialysis treatment. There were no alarms reported but a grinding noise was reportedly heard. The drain volumes displayed on the 3 cycles were >900 ml. The prescribed fill volume was 400 ml. The child stopped crying after the solution was drained from her. There was no serious injury or illness.